Event description:
A pt reported they were unable to test on their meter. Their meter allegedly had no power. There was no result on their meter. The result on the ER meter was 290 mg/dl. There was no comparison made. Treatment was given in hospital for an unrelated issue. Pt was hospitalized with heart problems. No further info has been reported.